Event description:
The user facility reported, the cutter was not working properly. There was patient contact, with no injury reported. Additional information: the reporter confirmed there was no medical intervention required, surgery was delayed less than a minute, and there was no report about aspiration.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.